Manufacturer narrative:
Complaint conclusion: as reported, a saber rx 6mm15cm155 balloon was used for post-dilation, delivered to an implanted stent and inflated at its nominal pressure; however, it ruptured after 14 atmospheres (atm) during its second inflation. It is not known whether it was due to calcification of the lesion or stent edge. It was removed from the patient body without any issues. Therefore, it was replaced with a new non-cordis balloon catheter of the same size and the procedure was completed. There was no reported patient injury. The lesion was the right superficial femoral artery which had occlusion. An approach was made from the left femoral artery with an unknown 6f guiding sheath to the right side. An unknown 0.014 guide wire crossed the stenosed part and an unknown 3mm device performed the percutaneous transluminal angioplasty (pta). The lesion was severely calcified. The vessel had moderate tortuosity. The device was used for a chronic total occlusion (total occlusion >3 months). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet, or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. No rotating hemostatic valve was used. There was no resistance/friction while inserting the balloon through the guide catheter. The catheter was never in an acute bend. The plunger depressed into the syringe/indeflator when trying to inflate. Leakage was not noted from the balloon, shaft, hub, or other unknown segment. The balloon catheter did not kink while being used. The balloon catheter was removed easily. The product was not returned for analysis as it was discarded in the hospital. A product history record (phr) review of lot 82210990 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of a chronic total occlusion with severe calcification likely contributed to the reported event. A chronically occluded vessel makes crossing into the lesion difficult. It was also noted the device was used for post-dilation of an implanted stent, stent struts can easily damage balloon material if caution is not met when attempting to cross inside the stent and upon inflation. However, without return of the product for analysis it is difficult to draw a clinical conclusion between the device and the reported event. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a saber rx 6mm15cm155 balloon was used for post-dilation and delivered to an implanted stent and inflated at its nominal pressure; however, it ruptured after 14 atmospheres (atm) during its second inflation. It is not known whether it was due to calcification of the lesion or stent edge. It was removed from the patient body without any issues. Therefore, it was replaced with a new non-cordis balloon catheter of the same size and the procedure was completed. There was no reported patient injury. The lesion was the right superficial femoral artery which had occlusion. An approach was made from the left femoral artery with an unknown 6f guiding sheath to the right side. An unknown 0.014 guide wire crossed the stenosed part and an unknown 3mm device performed the percutaneous transluminal angioplasty (pta). The lesion was severely calcified. The vessel had moderate tortuosity. The device was used for a chronic total occlusion (total occlusion >3 months). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. No rotating hemostatic valve was used. There was no resistance/friction while inserting the balloon through the guide catheter. The catheter was never in an acute bend. The plunger depressed into the syringe/indeflator when trying to inflate. Leakage was not noted from the balloon, shaft, hub, or other unknown segment. The balloon catheter did not kink while being used. The balloon catheter was removed easily. The device will not be returned for evaluation as it was discarded in the hospital.